Event description:
The pegs on the screwdriver that fit into grooves on the lag screw broke during the operation. No adverse consequences to the pt or surgical delays were reported.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event is user related.